Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post replacement procedure, the patient developed a pocket infection. It was noted that the patient had inflammation on the pocket and the patient reported swelling and lethargy. The organism was identified as a cocci. Antibiotics was administered and the cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.